Event description:
A patient reported experiencing inaccurate low results with lifescan meter. The patient's blood glucose results were 163 mg/dl vs. 206 lab. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.